Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, it was reported that the patient¿s cgm alerted her to an unspecified low cgm reading. No bg meter comparison value was reported. The patient self-treated with ¿sugar pills¿. At an unspecified time later, the patient felt unwell and was confused while the patient¿s cgm was still providing ¿low readings¿. The patient went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was found to be 400 mg/dl while the patient¿s cgm was displaying a ¿brief sensor issue". No medications or treatment were provided to the patient while in the ER. The patient was discharged later the same day after being in the ER for approximately 7 hours. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.